Manufacturer narrative:
Other text: one cadd solis vip pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, showed no evidence of the reported issue. A functional test was performed to further investigate the reported issue. The customer's issue was confirmed. The device found upstream occlusion calibration failed at high flow. It was determined that the upstream occlusion sensor was inoperable and the root cause of the issue. Therefore, the upstream occlusion sensor will be replaced.b5) customer provided additional information that there was no patient injury.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was an upstream failure. It is unknown if there was a patient, or clinician injury associated with this occurrence.